Event description:
The customer contacted beckman coulter inc (bec) in regards to rheumatoid factor (rf) assay results above the cut off value of (< 20 iu/ml) generated by the synchron lx 20 pro clinical chemistry system on multiple number of patients in association with a specific rheumatoid factor (rf) reagent lot. The results were reported out of the laboratory. The customer did not provide number of patients involved and any confirmatory testing information. Per customer, patient data are not available, difficult to obtain from the lis system database. Per customer 95 % of the patient results should fall within the reference range. No indication from the customer that patient treatment was adversely affected based on the slightly elevated rf results.

Manufacturer narrative:
Sample preparation and handling information associated with this event were not supplied by the customer. System information was not provided. Calibration reports and qc charts were not provided. Service was not dispatched for this event, as it appears to be a reagent related issue. A customer notification letter has been distributed in association with these rheumatoid factor lot.